Event description:
It was reported that the patient had a broken recharger belt. The belt broke on the day of report. The implantable neurostimulator recharger (insr) was showing the reposition antenna screen. The patient was not able to connect without the belt. The patient charged the implantable neurostimulator (ins) on the night prior to report. The patient was unable to connect with the patient programmer. The patient programmer screen was blank. The patient had poor coupling with the recharger. The patient replaced the patient programmer batteries and tried connecting. The patient programmer showed the poor communication screen. The patient did not feel stimulation. The patient stopped feeling stimulation on the day prior to report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37791, serial# unknown, product type: recharger. Product ID: a01411002, serial# unknown, product type: recharger. (B)(4).